Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incidence of hypoglycaemia. Reporter states that her husband found her unconscious and called the paramedics. The paramedics tested her blood glucose at 15mg/dl. They transported her to the hospital where she was admitted with a blood glucose of 207 mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.